Event description:
Report received from abbott international affiliate (abbott united kingdom) that states: while removing cannula from patient's radial artery, it sheared off, leaving a section in the patient." The aipv report states the reason for product use as arterial cannula for bp monitoring and blood sampling. Action taken was "patient monitoring and section of cannula left in patient "et" the instruction of vascular consultant" event outcome listed as unknown. Abbott international query of affiliate yielded no add'l info.